Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Month and day unknown. Only year (2017) is known. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? In what procedure was the device used? Was the device difficult to close? Where in the green gap setting scale was the indicator located prior to firing? What healthcare professional fired the device and what is his/her experience? What feedback did healthcare professional receive to indicate the firing was complete? Please clarify what is meant by ¿device failed to release.¿ please clarify what is meant by ¿failed to staple.¿ is the colostomy temporary or permanent? What is the current patient status?

Event description:
It was reported that during an unknown procedure, the procedure had to be converted to an open. This was because the first device failed to release and a second device failed to staple. The procedure was completed by sewing the anastomosis and converted to a dividing ileostomy.

Manufacturer narrative:
(B)(4). Batch # m53t8g. Maude report: mw(B)(4). Device evaluation: the analysis results found that the ecs25a device arrived with the anvil missing. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what were the indications for surgery? Reversal of colostomy in what procedure was the device used? Colostomy takedown was the device difficult to close. Per md, no. Where in the green gap setting scale was the indicator located prior to firing? Per surgeon, yes. What healthcare professional fired the device and what is his/her experience? Fired by surgeon. Experience level high. What feedback did healthcare professional receive to indicate the firing was complete? Please clarify what is meant by ¿device failed to release.¿ stapler did not completely release stapled tissue. Please clarify what is meant by ¿failed to staple.¿ when stapler was fired there was no closure of tissue. Is the colostomy temporary or permanent? New ileostomy may be reversed in the future. What is the current patient status? Stable.